Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker could not complete an interrogation. A message of ¿reading data failed¿ was observed. No adverse patient effects were reported. The device remains in service.